Event description:
It was reported that there was particulate matter (pm) on an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿a long white particle¿. The pm was discovered during visual inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h10: the actual device and photograph samples were received for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported particulate matter. The returned photograph was reviewed, and it was noted that a white polymeric appearing particle was observed. The reported condition was verified in the photographic sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.